Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported the pt was intubated and being ventilated with an engstrom while being positioned for a colonoscopy exam. The engstrom cycled but the pt was not ventilated. Clinical reportedly extubated the pt and reintubated. The pt still could not be ventilated. The pt disaturated, went into cardiac arrest, and was successfully resuscitated. The engstrom was replaced with another ventilator.